Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. To resolve the issue, the customer cleared the alarm and resumed pump therapy. Blood glucose level was 120 mg/dl.